Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, one resolute onyx coronary drug eluting stent was implanted to treat a lesion. It was reported that the patient was experiencing a potential allergic reaction to the stents medication and swelling of the throat occurred. The swelling of the throat is being managed with the use of prednisone.